Event description:
It was reported that patient underwent total hip arthroplasty in approximately (B)(6)2000. Subsequently, the patient was revised on (B)(6) 2010, due to pelvic pain and for poly revision. During the procedure, the doctor noticed a black foreign matter between the modular head and the neck of the stem. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The liner has abrasions around the locking ring groove. Around the perimeter are gouges and deformations. It is unknown when this damage occurred an may have been a result of implant removal. The liner also has some patches of yellowish discoloration. There is an area on the articulating surface that is lighter in color and appears to have had more burnishing wear than the darker areas. Current information is insufficient to permit a conclusion as to the cause of the event. Review of manufacturing records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states,"fretting and crevice corrosion can occur at interfaces between components". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.